Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. Ems responded and assessed the patient. The patient did not go to the hospital and continued to wear the lifevest. (Other): device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor: (B)(4), 06/2011 - reuse; electrode belt: sn (B)(4), 03/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was at home and was conscious at the time of the event. The patient's son witnessed the event. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 03:52:11 on (B)(6) 2015. Motion and tactile artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. Ems responded and assessed the patient. The patient did not go to the hospital and continued to wear the lifevest.